Event description:
The physician was manipulating the zurpaz sheath in the left atrium (with a biosense webster sf catheter through the sheath). When he was manoeuvring the sheath to the right superior pulmonary vein, he noticed a pericardial effusion. He sent for echo the tech confirmed the pericardial effusion. The case was aborted.